Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown titanium 3.5 mm locking screw. Part and lot numbers are unknown. (B)(6). A product development investigation was performed for the subject device (3.5mm ti lcp low bend medial dstl tibia pl/10h/left/187mm), part number 04.112.523, lot number 7370123. The returned plate was examined and the complaint condition was able to be confirmed as the implant was broken through the third shaft combi hole from the distal end of the device. Surface wear (scratches, worn anodization, etc.) Was noted with the returned device consistent with implantation and explantation. Additionally a fragment of a titanium 3.5mm locking screw (potentially 412.101-125 or 413.010-060) was noted to be lodged in the locking portion of the second combi hole from the proximal end of the plate. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection was performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. There is insufficient information to determine the part number(s) or part families associated with the screw fragment. If additional information becomes available this complaint action will be updated. No definitive root cause was able to be determined with the provided information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follow: it was reported that patient underwent an implant procedure on (B)(6) 2014. During the post-operative radiological exams on an unknown date, it was detected that the tibial locking compression plate (lcp) was ruptured. The implant was removed on (B)(6) 2016. No information about patient condition and outcome was reported. During the investigation, a fragment of a titanium 3.5 mm locking screw was noted to be lodged in the locking portion of the second combi hole from the proximal end of the plate. This report is for one (1) titanium 3.5 mm locking screw, part/lot number unknown. This is report 2 of 2 for com-(B)(4).